Event description:
It was stated that the insulin pump alarmed during the basal rates. Troubleshooting was performed and the insulin pump alarmed with a constant tone during the self test. The battery was replaced and the constant tone continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank and constant tone alarm due to corrosion on the electronics. Unable to verify any alarms due to the blank display.